Event description:
The user reported that during a percutaneous transluminal coronary angioplasty procedure the pressure gauge stopped at 2 bar then jumped to 14 bar and more. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine the root cause of the reported event without the suspect device. No conclusion can be drawn. Eval: method - no testing methods performed. Process eval. Results: no failure detected. Conclusions - device not returned.